Manufacturer narrative:
Manufacturer ref. No.: (B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a piccline access was lost during an infusion on a sigma spectrum pump in the nicu. The patient was receiving multiple infusions; parenteral nutrition through sigma spectrum pump using non-dehp-paclitaxel IV set, smof lipids through bbraun syringe pump and morphine through bbraun syringe pump. All tubing connected to patient on a 3-way catheter extension set. Clinician noticed the smof lipids from one syringe pump backing up into the morphine syringe pump tubing (indicating retrograde flow between syringe pump infusions). Infusions were stopped. The piccline became occluded, had to be removed from the patient and a new piccline access was started to continue with prescribed therapy.